Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information received from the field representative indicates that the infection was related to a previous surgical procedure for a bloody nose and the patient also had growth of staphylococcus on atrial lead. There were no additional adverse patient effects reported. The ICD was explanted.